Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The indication for implantation of the transvaginal mesh in this patient was symptomatic cystocele and stress urinary incontinence. Post-operative complications include. Symptomatic pelvic organ prolapse with cystocele, rectocele and uterine prolapse. The patient underwent surgery on (B)(6) 2010. Concomitant therapy: avaulta anterior biosynthetic support system: catalog# 486010, lot# zgi00697, exp. Date 09/30/2011.